Manufacturer narrative:
The insulin pump passed prime and no delivery tests. No excessive "no delivery" alarms were noted. The pump had cracked case window display corner and scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 450 mg/dl. The customer stated that the alarm occurred during bolus. The customer stated that the no delivery alarm was recurring. The customer stated that the alarm has not been resolved. The customer was advised to perform a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer was advised that the pump is working as designed.